Event description:
It was reported that review of egm revealed suspected t-wave oversensing. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.